Manufacturer narrative:
The insulin pump alarmed with a compromised force sensor system during the basic occlusion test and the prime/compromised force sensor system test at 4.0 lbs due to a faulty force sensor resistor. The following physical damage was also noted: minor scratches on the lcd window, cracked casing at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system after changing her infusion set. The patient's blood glucose at the time of incident was 171 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.